Event description:
It was reported that 3 of the bd alaris smartsite texium secondary set separated causing leakage. The following information was provided by the initial reporter: we had communicated in the past about an issue we had with a snapped secondary set. This occurred again on friday, (B)(6) 2023. The set snapped right in the same place as last time, just below the drip chamber. This caused a huge spill of cytoxan in the transport bag (thankfully contained within the transport bag) while out on the infusion floor. I inspected every secondary line we have currently and found 3 of lot (10)22129045 / exp 2025-12-05. Unfortunately, I was only able to sequester 2 of the three, the third was found attached to a bag and thrown away before I could ask them to save it for me.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes d10: returned to manufacturer on: 12may2023. Investigation summary: 12 unused samples of material number 10013364t of different lots # 22129045 ,22119295, 22129091, 22119188 was submitted for quality investigation. It was reported by the customer that the secondary set snapped just below the drip chamber. Evaluation of the extension set shows that the extension set tubing was not separated from the drip chamber. However, through visual inspection, a kink was seen in the tubing right below the drip chamber. This issue will be investigated in pr-7898298 as these same samples belongs to both complaints. The root cause of this complaint could not be determined because the issue of separation of tubing from drip chamber could not be replicated. A device history record review for model 10013364t lot number 22129091 was performed. The search showed that a total of (B)(4) units in 1 lot number were built on 07dec2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause of this complaint could not be determined because the issue could not be replicated.

Event description:
It was reported that 3 of the bd alaris smartsite texium secondary set separated causing leakage. The following information was provided by the initial reporter: we had communicated in the past about an issue we had with a snapped secondary set. This occurred again on friday, (B)(6) 2023. The set snapped right in the same place as last time, just below the drip chamber. This caused a huge spill of cytoxan in the transport bag (thankfully contained within the transport bag) while out on the infusion floor. I inspected every secondary line we have currently and found 3 of lot (10)22129045 / exp 2025-12-05. Unfortunately, I was only able to sequester 2 of the three, the third was found attached to a bag and thrown away before I could ask them to save it for me.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.